Event description:
Additional information received reported that after going to an ent specialist, the patient had been told that she had hearing loss for high pitched sounds. It was stated that the patient was having a hard time ¿coming up with words¿ because of her parkinson¿s. It was further stated that the patient had never turned her stimulator off to see if the ringing in her ear would stop. It was noted that the only time the patient had turned her stimulation completely off was to have an EKG done. It was further noted that the patient had four surgeries done in the two years prior to this report; two surgeries were for an ankle fusion; one surgery was for a battery change; the last surgery was to add an additional stimulator.

Event description:
It was reported that the patient had a constant noise, also described as a ringing, in her ear. The patient stated that it started "not long" after the implant of her most recent device. The patient had her ears checked in july, but not much detail was given. The patient mentioned her lead "protruded" behind her ear and heard the ringing when the device was on and off. The patient noted that she did not have the issue before her recent implant; she had the same leads as before, only the battery was replaced. The patient also began having visual hallucinations the weekend prior to the report and lost her appetite. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v050963, implanted: 2008 (B)(6), product type lead. (B)(4).